Event description:
The customer reported that the unit shut down while in use on a patient. The customer reported there was no patient harm. Upon evaluation, the manufacturer's service technician reported the ventilator would not power on. The service technician replaced the power supply to address the finding. The service technician performed follow-up extended self testing which failed due to an inhalation autozero solenoid failure. The service technician replaced the 3 station solenoid to address the finding. Performance verification testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.